Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie unexpectedly de-stocked an item. A technical support specialist confirmed the cubie was swapped by the customer, verified the system was functioning normally, and provided recommendations in the event the issue reoccurred. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unexpectedly de-stocked a cubie, and the customer swapped the cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.